Manufacturer narrative:
The device had evidence of exposure to blood. Visual inspection of the returned device revealed that the balloon distal tip was inverted, which indicated tension was applied during pull back. Thus, the condition of the device does not match the description of the incident. An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a 3.5 mm longitudinal tear in balloon, approximately 6 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1516801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon popped at prep. Manual compression was applied for 15 minutes to achieve hemostasis. The patient was not hospitalized. Procedure type: intervention peripheral sheath size: 6f stick location: medium.